Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval, therefore, an eval could not be completed. If the device is received, it will be evaluated and a supplemental report will be submitted.

Event description:
It was reported that a pump was alarming for a system error 322. There was no pt involvement.